Event description:
It was reported that during use of a suture hook in a rotator cuff repair, the hook broke in the surgical site and had to be retrieved. It was reported that the surgery was completed without injury and a 10-minute delay.

Manufacturer narrative:
No medwatch form received from the user facility. Investigation findings: the product will not be returned for evaluation. The hospital reports that the device was discarded. A review of product history identifies similar reported problems for this failure. To date, an investigation for this failure mode remains in process. The instructions for use (IFU), provide cautions: lateral stresses to the instruments should be avoided or device function may be compromised and unintentional patient injury may result. Mechanical shock or over stressing the instrument may shorten the life of the instrument.